Event description:
Thigh pain [pain in extremity], chondrocalcinosis [chondrocalcinosis], chronic inflammatory reaction [inflammation], popliteal cyst [synovial cyst], knee effusion [joint effusion], knee pain [arthralgia], thigh / calf edema / inferior limb swelling [oedema peripheral]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) old female patient who is a nurse, initials (B)(6). The patient's medical history is significant for bilateral gonarthritis, lumbar spine arthritis, synvisc injections without incident into an unspecified knee four to five years ago. On (B)(6) 2011, the patient received synvisc-one injection into her knee. The injection itself was not painful. The patient went home to rest as recommended. On approximately (B)(6) 2011, the patient experienced knee pain and effusion. Later she also noticed thigh edema and mild calf edema. She inspected her calf and explained that thrombophlebitis could be clinically ruled out. On (B)(6) 2011, arthrocentesis was performed. Approximately 15 ml of synovial fluid was withdrawn and found to be sterile. Knee joint puncture shortly improved the pain. The patient was treated with an ice pack. From approximately (B)(6) 2011 on, the patient raised her daily voltaren (diclofenac sodium) dose to 15 mg/day without improvement. On (B)(6) 2011, a second arthrocentesis was performed and 10-12 ml was withdrawn. On (B)(6) 2011, the patient reported that she had no more knee pain, but that she was still suffering from thigh edema leading to skin tension. The patient's outcome of thigh/mid calf edema and skin tension was ongoing. Concomitant medication included voltaren 75 mg/d and an unspecified proton pump inhibitor for gastric protection. It was unknown if the event of knee effusion was recovered. The patient's outcome for knee pain was recovered. Additional information was received on (B)(6) 2011 from the patient. The patient reported that she started physiotherapy (message) on an unknown date in 2011 a few days earlier. She had undergone doppler ultrasound examination which allowed ruling out thrombophlebitis. A popliteal cyst of 36 x 16 mm was discovered. Results of arthrocentesis was sterile with presence of calcium-pyrophosphate micro crystals, which was in favor of chondrocalcinosis. Consequently, the physician placed the patient on therapy with colchicine for three days starting on (B)(6) 2011. On (B)(6) 2011, the patient reported that the situation had clearly improved. Swelling of her thigh improved since (B)(6) 2011. The patient was still wearing compression stocking for lower limb swelling. The patient also discontinued therapy with nsaids that she had taken at a high dose for over ten days without any efficacy. Additional information was received on (B)(6) 2011 from the physician. The patient was injected on (B)(6) 2011 from the first time. No arthrocentesis prior to the injection was required as there was no fluid in the knee. Synvisc-one was reported to be at room temperature on injection. Product was injected by latero-external (supra-patellar) route. Gonarthritis was of degenerative origin. On approximately (B)(6) 2011, the patient experienced knee pain and effusion, then after pain and thigh edema, and mild calf edema. There was no fever or redness. Corrective treatment included icepack, rest, nsaids (nonsteroidal anti-inflammatory drugs), and two arthrocentesis on (B)(6) 2011 and (B)(6) 2011. Inflammatory synovial fluid was withdrawn that contained crystals. The patient's outcome was not yet recovered. The intensity of the events was moderate. The reporting physician assessed the relationship between synvisc-one and the events as probably related. Additional information was received on (B)(6) 2011 from the physician. The patient recovered from inferior limb swelling but not from effusion and pain. The reporter suspected chronic inflammatory reaction to the product. He had already injected short acting corticosteroids, specifically altim (cortivazol) without success and planned to inject a long acting corticosteroid. Hexatrione to obtain recovery.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2011. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.